Event description:
The pt reported experiencing pain at the implant site. He is refusing to wear the external equipment. The school nurse administered ibuprofen. The pt was advised to see the ent doctor and the audiologist.